Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2025-00666. All information can be found under manufacturer report number 8010182-2025-00666. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaflex st set, an external blood leakage occurred. It was further reported that the "filter pressure sensor is damaged and blood is leaking". There was no patient injury or medical intervention associated with this event. No additional information is available.